Event description:
It was reported that this right ventricular (rv) lead exhibited noise and some fluctuation on the shock impedance measurements. Currently, this product remains in service and no adverse patient effects were reported.